Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and was found to be dislodged. It was mentioned that patient was followed elsewhere and that reprogramming was made by increasing the lv pacing output for the lead to capture. A lead revision was performed. During the lv lead extraction, the lead was stretched and the distal part appeared to break off, and appeared to be in a scar tissue. The device had reached its elective replacement indicator (eri) from the increased pacing output; thus, device and lead were explanted and replaced. The lv lead was no longer in service. The patient was reported to be clinically fine. No additional adverse patient effects were reported.